Event description:
A peritoneal dialysis (pd) reported drain issues during treatment. The patient had pain that was resolved when she changed her pd solution strength. Fill 1: 1999ml drain 1: 1457ml. Fill 2: 1999ml drain 2: 1544ml. Fill 3: 1998ml drain 3: 3698ml. Fill 4: 1999ml drain 4: 2248ml. The reported drain volume of 3698ml was 185% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.